Event description:
It was reported that right ventricular (rv) lead exhibited high pacing impedance and high threshold. The lead was capped and replaced on (B)(6) 2025. No symptoms from the patient before or after. Patient is stable.